Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('there was a small perforation noted at the fundus of the uterus') in an adult female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), mood altered ("hormonal changes-mood changes"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, fatigue, mood altered, migraine, headache, vaginal haemorrhage, dysmenorrhoea, nausea, vaginal discharge, hot flush, pelvic pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2012 lot number: 50667569 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('there was a small perforation noted at the fundus of the uterus') in an adult female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), mood altered ("hormonal changes-mood changes"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, fatigue, mood altered, migraine, headache, vaginal haemorrhage, dysmenorrhoea, nausea, vaginal discharge, hot flush, pelvic pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2012. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received : following events were added : abnormal vaginal bleeding, dysmenorrhea (cramping), nausea, hormonal changes describe: mood, pain, bladder or urinary problems or changes, there was a small perforation noted at the fundus of the uterus. Lot number added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.